Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18692.

Manufacturer narrative:
H10: it was provided on 02/27/2023, that the device had periodic maintenance performed. Functional testing on the reported alarm was performed and no abnormality was confirmed. No other abnormality was confirmed either. The oxygen inlet filter, air inlet filter, and cooling fan filter were replaced for preventative measures as part of the periodic maintenance. The unit was then checked overall, cleaned, and had functionality tested again. The unit passed and it was confirmed to have software version 2.30. In a good faith effort (gfe) response received on 03/12/2023, it was stated from the customer that from their memory, the device was turned off as the prioritized resuscitation of the patient. According to the philips sales representative in contact with the customer, no further clarification on the timeline could be obtained from the customer, as the hospital has already closed their case and is not requesting philips to take any further action. The investigation is ongoing.h11:updated contact office entity, and manufacturing site.

Manufacturer narrative:
H10: after removal of the device from the customer site following the event, the philips authorized service provider (asp) confirmed on 01/23/2023 during testing that there was no abnormality found with the unit. Because there was no abnormality, only periodic maintenance would be performed. No parts were found to require replacement. The asp stated that they are awaiting service completion due to waiting for an approval from the customer. It was provided in a good faith effort (gfe) response received on 01/29/2023 that the patient was on the v60 ventilator for support during terminal care of cancer. The patient was confirmed to be critically ill. The customer provided that he suspected medical reason for the patients cardiac arrest was a refusal of the ventilation therapy. A gfe response was received on 02/06/2023 stating that there was no discrepancy between the clocks of the bedside monitor and the v60 ventilator. The customer stated that the cardiac arrest alarm from the bedside monitor and the patient disconnect alarm from the v60 did not occur at the same time. The customer assumed that since the mask was off the mouth part and a certain extent of pressure was being detected in that status, the patient disconnect alarm did not sound immediately and the time lag was caused. A philips clinical expert then requested further clarification regarding the timing of the events and alarms. The operational planner stated that the information request for timing clarification of events had been forwarded to a philips sales representative who would ask the customer. A gfe response was received on 02/17/2023 stating that the device was using auto track sensitivity, so there was no setting for the trigger sensitivity and cycle sensitivity. Additionally, the patient mask was an "amara full face mask" and the circuit in use was a pacifico medico. There were no other connecting parts to the circuit. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60, indicating that it was started to be used on the female patient with lymphoma at 9:40 am. At 11:17 am, clinical staff was notified by the bedside monitor that the patient was in cardiac arrest. They performed resuscitation, but the patient died (on (B)(6) 2023). The unit continued to operate while the event was occurring. It was confirmed that the patient¿s mask and the spo2 probe of an external monitor were off the patient. It is unknown if these items were intentionally taken off by the patient, or if it was unintentional. A ventilator alarm sounded at the time of the event. There is a possibility that there was a delay in addressing the alarm sound on site. The me performed operation verification; there was no failure in alarm sounding and there was no abnormality in the device. The sales rep collected the unit and replaced it with a same model just in case. It was requested that periodic maintenance be performed. The currently available information in the complaint record indicates that somehow the patient¿s mask and spo2 probe were removed. The clinical staff was alerted by the cardiac arrest alert on the bedside monitor. It is unclear why the clinical staff would not have been notified by the spo2 probe off; spo2 monitors will provide an alert when the probe is off. Further it is unclear why the clinical staff did not respond to the ventilator alarm that reportedly occurred. It is not known at what time the mask/spo2 probe was removed. It is possible that the patient was already in distress peri-arrest and the mask/probe was removed moments prior to the clinical staff entering the room. Therefore, it is unclear whether a loss of ventilation (from removal of the mask) caused or contributed to the cardiac arrest and death, or whether the cardiac arrest/death occurred for a reason unrelated to a loss of ventilation, and the mask/probe was removed in response to patient distress. In summary, there was a death reported in this case. However, further information is needed to be certain as to whether the ventilator caused or contributed to the death. Therefore, it is still considered ¿unable to determine.¿

Manufacturer narrative:
Reporter information: (B)(6).